Event description:
.

Manufacturer narrative:
(B)(4) advancer bypass toward tissue stop. Additional information received on (B)(4) 2010: which firing of the device did this event occur on? N/a. What vessel or structure was the device fired on at the time of the event? N/a. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In the patient. Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? Yes. How was the device removed? With multiple triggering. Was there any tissue damage? No. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first four firing sequences, the tip of the advancer slid toward the tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clips were released. The remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not visible; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clips stuck on the jaw during the "lc" procedure. And then the doctor tried several attempts to reopen the jaw by closing the trigger. No tissue was damaged. The doctor used a new device to complete the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain the following information, but no response was provided. (B)(4)